Event description:
Edwards learned of an aortic bioprosthetic valve that now requires valve-in-valve (viv) intervention due to aortic stenosis after an implant duration of 14 years. Patient has hypertension, hyperlipidemia, diabetes mellitus, copd. Patient received viv implant of an edwards transcatheter aortic valve. Patient reported as stable following re-op.

Manufacturer narrative:
DHR review. The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.